Event description:
Boston scientific received information that an unidentified patient stated she was disappointed that her device lasted only 6 years and was on recall. Additionally, the caller mentioned that a friend had her device move. No further details were provided.

Manufacturer narrative:
The boston scientific technical services department made several requests for additional information about these events, but the caller did not provide any further details, patient names, or device model and serial number information. This event will be updated if any additional information becomes available.